Manufacturer narrative:
Device manufacture date not available at the time of this report. Evaluation of the device has not been completed at the time of this report.

Event description:
A site ent coordinator reported that they were unable to get the camera to recognize the frame or instruments consistently. A medtronic representative walked the site through troubleshooting and had her adjust the angle of the camera and ensure that she had the proper frame and instrument selected. The surgeon opted to discontinue use of the stealthstation to complete the surgery. There was no impact on the patient outcome.